Event description:
Employee filled monoject syringe with insulin. Pulled sheath over needle. While retracting sheath, needle poked thru sheath and stuck employee in the finger. The needle was still sterile.